Manufacturer narrative:
No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the thoracic probe was discovered to be bent. It was noted that the thoracic probe did pass verification. There was no patient present when this issue was identified.